Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. No changes or interventions were performed; the physician elected to monitor the lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular lead was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures but did find an internal short at the connector pin region. X-ray examination found a metal coil clipping in the connector pin region. Hi-pot tests shows arcing in the connector pin region where the metal clip was located. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions consistent with friction to the device can breaching the cable lumen.